Manufacturer narrative:
(B)(4). As per field service representative (fsr), the reported complaint is confirmed. The temperature module was intermittently failing to hold its configuration to the system. The steady green indicator on the module would turn to amber and red (module not communicating) which resulted in the question mark to appear on the screen temperature probe icons for the said module. He was able to reproduce the error more than once. The defective temperature module will be replaced with a new one. This complaint is related to (B)(4)/ medwatch #1828100-2017-00003.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature module showed a cardiac temperature error. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on (B)(6) 2016: as per clinical services (cs), perfusionist (ccp) stated that during cpb, some of the temperature displays started to display (- - -) and a ? Was displayed over temperature icons on the ccm. Perfusionist stated he checked to make sure the temperature sensor cables were plugged into the module completely, but no improvement was seen. Perfusionist stated he removed the module from the nic connection and replaced back into the nic slot, but still only (- - -) was displayed. He repeated the process and again removed the temperature module and re-connected to the nic and this time the temperature measurements returned. No other issues were observed the rest of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The field service representative (fsr) replaced the failing module, configured and tested successfully. The defective temperature module was returned manufacturer for further evaluation.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no errors. The pst connected the temperature module to a system 1 simulator. Operated the module for three days with no failure of the module occurring. Physically agitated the module during operation which did not cause failure. Nothing found that would cause failure as visually inspected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.